Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Wang z, tian z, li w, et al. Variation of mass effect after using a flow diverter with adjunctive coil embolization for symptomatic unruptured large and giant intracranial aneurysms. Frontiers in neurology. 2019;10:1. Medtronic received a report through literature regarding patient's implanted with a pipeline device. It was alleged that 12 of the 22 patients involved in the study showed improvement. Of these 12 patients, 6 were fully recovered, and 6 showed improvement but did not reach their premorbid level. Four patients showed worsening compared with their preoperative status, including two with ischemic complications. All four of these patients presented with more severe compressional symptoms than their preoperative state.